Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4). Title: the unfortunate case of multiple complications from tavi citation: heart lung and circulation (2015) volume: 24, s308-s309 (doi http://dx.doi.org/10.1016/j.hlc.2015.06.460) authors: d. Chee and n. Nerlekar month and year of publish used for event date. No unique device identifier serial numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that an (B)(6) female patient underwent a procedure to implant a 29mm transcatheter bioprosthetic valve (serial number not provided). After the implant, an electrocardiogram (ECG) indicated complete heart block (chb). Subsequently, a permanent pacemaker was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.